Event description:
It was reported that a novum iq large volume pump under-infused during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to previous g3: date received by MFR: update to 02/25/2025. Additional information: h6 (update codes), h11. H11: a review of the event history log identified a programmed infusion of intravenous (IV) fluid plain (5 ml/hr; 100ml) and a secondary infusion of ceftriaxone (200 ml/hr; 100ml); a downstream occlusion alarm was observed. The infusion was stopped by user and system shut down. Further, an infusion of IV fluid (250 ml/hr; 250ml) was programmed. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.